Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken knob - (B)(4). Shipping & billing addresses confirmed. There was no patient involvement. Damaged in claw, label. Pca door- hinge damaged and rear door damaged/cracked. Iui- isolation rib damage and corrosion. Barrel clamp assy- worn/deteriorated. Damaged/cracked in module latch, flange gripper, handle,case rear,case front, barrel clamp assy, camera. Flange gripper- wiper seal damaged.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken knob- (B)(4). There was no patient involvement. Damaged in claw,label pca door- hinge damaged and rear door damaged/cracked iui- isolation rib damage and corrosion barrel clamp assy- worn/deteriorated damaged/cracked in module latch,flange gripper, handle,case rear,case front, barrel clamp assy,camera. Flange gripper- wiper seal damaged.